Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide tube was corroded, the insertion tube had dents and the light guide connector was corroded seriously due to liquid intrusion. Based on the results of the investigation, it is likely that the suggested event occurred by abnormal electrical continuity due to water invasion of scope connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the bronchovideoscope had error code e216 for scope communication error. The issue was found during the procedure. The procedure was completed with a similar device. There were no reports of patient harm.